Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform any tests due to motor error alarm. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. Pump received with moisture damage on electronics assembly noted.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture. The customer¿s blood glucose level was 162 mg/dl at the time of incident. The customer also stated that the cracks near battery and reservoir compartment advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.